Manufacturer narrative:
Result: faulty nut in lift motor.

Event description:
It was reported by service report that the lift motor drifts down. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.